Event description:
Reporter indicated a vns pt was having increased seizures requiring an emergency room visit. The pt was given keppra medication as an intervention. Although the vns is not believed to be at end of life, surgical replacement of the uns generator is planned due to the length of implant (over 9 years). No further medication changes have been made. Attempts for further info are in progress.